Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: undetermined. No lot information or sample available. Rationale: no lot information or sample available.

Event description:
It was reported that bd phaseal¿ assembly fixture m12 vial is unusable. This was discovered during use. The following information was provided by the initial reporter: the part that fixes the vial at the time of preparation of the whole formulation is not moved and becomes unusable.